Event description:
Reporter indicated that the vns epilepsy patient had passed away in her home. Per reporter, the cause of death is unknown at this time, but it is presumed that the patient died of natural causes as she had many pre-existing medical conditions. The patient was last seen by her treating physician in 2008. It was reported that the patient died suddenly at her home during the night and the death was not witnessed. Both the reporter and the treating physician do not think the death was related to vns therapy, however, cause of death is unknown at this time. Product and autopsy report have been requested, but has not been returned to manufacturer to date.